Event description:
It was reported that during surgery, the unit had issues, the handle was broken off on the mesher and the operator place the plastic carrier it did not go thru the mesher. It was also making grinding sounds when it was rotating. It is unknown if there was patient impact or delay associated with this event. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.